Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia, dyspnea and lightheadedness. It was reported that the right atrial (ra) lead "failed ," exhibited no capture at maximum outputs. The right ventricular (rv) lead exhibited no capture at maximum output, possible fracture, oversensing and noise. It was reported that during attempted replacement of the leads the left venous access site was found to be occluded as such the entire pacing system was left in the patient but programmed off and a replacement system implanted from the right. No further patient complications have been reported as a result of this event.